Event description:
It was reported by the physician that there was a problem with a spring wire guide (swg) unraveling in the emergency room. There is no additional information available. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.